Event description:
The customer reported an erroneous, non-reproducible troponin I (accutni) result, within the risk stratification range, for one pt involving access 2 immunoassay system. Subsequent testing produced a result within the normal reference interval. The erroneous result was released out of the laboratory and questioned by the physician. The physician requested a pt sample redraw and re-analysis. An amended report was released to the physician. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2009. The fse noted the mixer rollers were splashing and a preventative maintenance (pm) was required. The fse performed high sensitivity (hs) lumwash/son and hs inc52, both tests failed. The fse replaced the belt clips, mixer rollers, bearings, and mixer belt. The fse cleaned the incubator track and washed the carousel. The fse replaced pump seals and o-rings, cleaned the wash valve and precision valve. The fse cleaned and lubricated peri-pump rollers, replaced peri-pump tubing and aspirate probes. The fse replaced substrate probe and wash collar. The fse noted belt calibration and exerciser were normal. The fse successfully completed vacuum test and mixer speed test. Hs lumwash/son and hs inc52 passed successfully. The unit conformed to the manufacturer's specifications. The customer stated and suspected several temporary phlebotomists may have not inverted the tubes properly. The customer addressed the issue with temporary phlebotomists. This reportable event was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for additional reportable events.